Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 584 mg/dl at the time of incident and current blood glucose is 205 mg/dl. Customer had symptoms like confusion due to high blood glucose. It also reported that drive support cap was normal. Customer did not want to perform high pressure test. Customer will not return pump for analysis.